Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 2990932, serial/lot #: (B)(6), ubd: 06-may-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from clinical study, healthcare provider via manufacturer representative regarding a patient with clinical study ID (B)(6). It was reported that, patient had abnormal sensory function (l5 right light touch and pin prick). Previous sensory function was noted as normal and was now noted as abnormal for l5 right light touch and pin prick. Procedure/technique performed was transforaminal lumbar interbody fusion open surgical access. Levels implanted were l4-l5 and l5-s1. Site related assessment: adverse event was not related to capstone peek spinal system implant, posterior supplemental fixation system, transforaminal lumbar interbody fusion grafting material and to procedure. Sponsor assessment (oc muo): cec adjudicated as possible related to tlif procedure, tlif grafting material, body fusion device, and supplemental fixation system. Site seriousness assessment: severity of adverse event was mild. Outcome of adverse event was recovering/resolving. The onset date was (B)(6) 2024. There were no further complications reported regarding the event.